Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient, who indicated they were a health care physician (hcp) and that manufacturer representatives (reps) have come to their home in the past, that the right side was working fine but the left side had only 2 programs and it should have 4; their therapy was not working as expected; their device was not working. The patient reported because of that they had significant retention (retention was pre-existing) because of it. The patient requested seeing a rep to check their device. A rep notified the manufacturer company that they had spoken to the patient. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they spoke with the patient and that they would meet with the patient in the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported their internal device was not functioning. They stated they tried all 4 programs and had tried increasing stimulation. Patient reported they were not able to feel stimulation regardless of the program or how high/low the amplitude was. Patient reported their retention was significant and painful.